Event description:
The publication by kong et al. (2025) alleges hero graft-associated complications, including device-related infections and pseudoaneurysm formation requiring clinical intervention. These events occurred during routine clinical use of the hero graft in the united states and were managed according to standard medical practice.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.